Event description:
It was reported that during phacoemulsification the machine went into safe mode and the surgeon changed to another machine to finish the procedure. No patient injury was reported. Case was successfully completed.

Manufacturer narrative:
Evaluation summary: upon inspection and analysis of the unit, field service engineer found system had a 2012 (safe state error, timeout error). The engineer replaced the ethernet cable, printed circuit board assembly (pcba) and subsystem controller (sbc). The system meets amo specifications. All pertinent information available to amo has been submitted. Placeholder.